Event description:
The user (a co employee) added a wedge to a beam and received an error message stating that the wedge did not cover the treatment field. After acknowledging the message, the user noted that the wedge had been removed from the beam, and the dose had not been recomputed. No pts were mistreated.